Manufacturer narrative:
Huseyin kilavuz, suggestion for an easy laparoscopic technique to avoid difficulties in nonmidline ventral hernia repair: transabdominal partial extraperitoneal (tape) approach. Surgical laparoscopy, endoscopy. Percutaneous techniques, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a retrospective single-center study evaluated patients who underwent laparoscopic repair of nonmidline ventral hernia using the transabdominal partial extraperitoneal (tape) technique between january 2022 and june 2024. During the procedure, parietex composite mesh was placed with the anti-adhesion barrier facing the abdominal cavity and the polypropylene surface facing the abdominal wall. The mesh was fixed to surrounding structures using a tacker after closure of the hernia defect with barbed suture. Among 26 analyzed patients, postoperative complications included seroma in 7 patients and hernia recurrence in 2 patients. Seromas were identified through physical examination and computed tomography and resolved spontaneously without intervention within three months. Recurrence occurred during follow-up but no additional details regarding management were reported. One patient required mesh removal due to perforated appendicitis with purulent peritonitis, which was considered not related to the device. Other reported postoperative events included nausea, vomiting, and trocar-site hematoma. No mortality or conversion to open surgery was reported and overall outcomes were considered acceptable for the technique. Suggestion for an easy laparoscopic technique to avoid difficulties in nonmidline ventral hernia repair: transabdominal partial extraperitoneal (tape) approach. Surgical laparoscopy, endoscopy. Percutaneous techniques, 2025.

Manufacturer narrative:
Additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.